Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose over 600 mg/dl. Customer current blood glucose level was 348 mg/dl. Customer had treated with manual injection. Trouble shooting was performed. Customer was not reporting any symptoms related high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at time incident. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.